Event description:
It was reported that a patient underwent a skin tumor resection under local anesthesia procedure on (B)(6) 2026 and suture was used. During the procedure, at 2:30 pm, after the tumor was removed, the surgeon used suture to suture the skin, the problem of pulling off suture needle happened, causing the incision suture to be interrupted and the local alignment to be poor. The doctor immediately replaced another intact suture of the same type, re sutured it, and the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. It was reported that "causing the incision suture to be interrupted and the local alignment to be poor". How was the patient treated? Was there any change in the operation due to this issue? Were there any patient consequences? Please refer to the event description, other information requested is unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned currently. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.